Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (damaged connector) was confirmed. As received, the latch on the trunk cable connector was cracked, creating an insecure connection with a test monitor. The cause of the cracked latch cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the belt connector was damaged.